Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of chipped lens glue: cause traced to component failure. Based on the results of the investigation, it is likely the following led to the malfunction of presence of metal particles in the forceps elevator lever: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope presented chipped glue around the lens and presence of metal particles in the forceps elevator lever (l-arm). There was no patient involvement.